Manufacturer narrative:
(B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed.  Additional information will be submitted within 30 days of receipt.

Event description:
After a smart control delivery system (6x40 120) was removed from the product packaging, it was found that the stent was fractured of the delivery system.  There was no patient injury as the device was not clinically used.  The device will be returned for analysis. This was a lower limb intervention. The device had been opened in a sterile field.  There was no damage to the shipping box, outer box or packaging pouch.  The device was stored as per IFU.  The device was removed from the packing as per IFU.

Manufacturer narrative:
Complaint conclusion: after a smart control delivery system (6x40 120) was removed from the product packaging, it was found that the stent was fractured of the delivery system. There was no patient injury as the device was not clinically used. The device will be returned for analysis. This was a lower limb intervention. The device had been opened in a sterile field. There was no damage to the shipping box, outer box or packaging pouch. The device was stored as per IFU. The device was removed from the packing as per IFU. The device was returned for analysis. The entire delivery system that contained the r/c next gen 6x40mm stent in question (the stent was not deployed) was returned to confluent medical. The delivery system was received with a kink on the catheter approximately 3.25cm from the distal end of the labeled stress relief shrink tube. The kink was then visually inspected using a microscope at 50x magnification. Breaks/ fractures were noticed at the kink site on the catheter. The r/c next gen 6x40mm stent was visually inspected while still constrained inside the catheter using microscope at 50x magnification. No fractures were observed. The stent was then deployed and visually inspected for fractures using a stereomicroscope at 20x. The failure mode for stent fracture was not confirmed. These investigations did not yield any evidence that would support the conclusion that the r/c next gen 6x40mm stent involved in this complaint was nonconforming. The device history record (DHR) review presented no issue during the manufacturing or inspection processes that can be related to the reported complaint. The reported ¿stent (ses) fractured - prior to use¿ was not confirmed through analysis of the returned device. The visual evidence gathered during the investigation of this complaint, in addition to the difficulty of observing a fracture on a stent while it is still constrained inside the catheter of a not deployed delivery system, suggests that the reported fracture may have been inadvertently described as a stent fracture. The failure mode of this delivery system may actually be a fracture on the catheter. The exact cause of the catheter fracture could not be determined during analysis. Based on the information available for review, handling factors may have contributed to the fracture reported as the issue was noted at the kink site. As stated in the instructions for use (IFU), ¿after careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and extract the stent delivery system from the tray. Examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken.